Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges metallosis. No revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02922 & 02923).